Event description:
It was reported that a caregiver stated the patient¿s dexcom g6 ¿doesn¿t work,¿ with pairing failing and the responsible device not identified, and the patient declined assistance after initial troubleshooting and education were completed with no alerts or alarms reported. Symptoms included no clinical effects reported. Outcomes included no impact reported such as medical intervention or hospitalization. Investigation included remote troubleshooting and education regarding pairing. Investigation of this case revealed insufficient information to confirm a device malfunction or component failure, as pairing could not be verified and no responsible device was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of information and inability to reproduce the issue.